Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that when he laid down stimulation seemed to increase and make it uncomfortable for him. The patient reported that sometimes it would be uncomfortable and he had to turn it down. The patient reported that he felt like stimulation had not really helped to control his lower back pain since implant and that he still felt intermittent sharp pain in his lower back. The patient reported that he tried switching to different groups, from a to b and now c, all which had not helped to provide relief for his lower back pain. The patient reported that he was feeling stimulation in the inner left thigh instead of his lower back where the pain was. The patient also reported that while experimenting switching between groups, he felt strong stimulation, like a shock where he had to ramp stimulation down quick. The patient reported that he was currently on group c program 1 at 5.2 and that he recently switched to group c about a day or 2 ago. The patient reported having pain at the implant site after surgery. No further complications were reported.